Event description:
It was reported that the customer received a button error alarm on the insulin pump, after the buttons were sticking. The customer's blood glucose was 231 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.